Event description:
Reporter indicated that high lead impedance was obtained via intraoperative diagnostic testing during a new implant procedure, indicating a possible lead malfunction. Lead was subsequently replaced during same procedure and was returned to manufacturer for product analysis. During analysis, it was noted that the "furthest electrode from the bifurcation has what appears to be silicone adhesive/elastomer coverage over the electrode area, which exceeds specification. Based on the product analysis findings, there is evidence to suggest that the condition of the furthest electrode ribbon surface would have contributed to the high impedance complaint."

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.